Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts bunched, lifted from the stent profile and overlapping. The stent moved distally on the balloon over the distal markerband exposing the balloon wall on the proximal side for approximately 5mm. Based on the complaint report and the analysis performed, stent damage most likely occurred during preparation of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mmx28mm synergy¿ drug-eluting stent, it was noted that the stent got lifted up. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mmx28mm synergy drug-eluting stent, it was noted that the stent got lifted up. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.